Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report: a low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low readings on the abbott diabetic care (adc) device when compared to unspecified readings obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer reported that started they were getting significantly low readings from the sensor and was part of lot that had consistently failed however it was not included in the abbott sensor recall. There was no report of an adverse event or third-party intervention related to this issue. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; and was successful. Customer mentioned that they already reported this sensor concern and had received sensor replacement for the same issue. Based on the information provided, there was no report of serious injury associated with this event.